Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain in their right ribs 1 day after programming session. Reportedly, diagnostic testing ordered (x-rays and CT scan) confirmed the lead had migrated into the gutter. Surgical intervention was undertaken on (B)(6) 2018 to address the issue. The physician was unable to position the lead more midline due to rigidity of the lead. Please reference MFR. Report#1627487-2018-10064 regarding the additional surgery wherein the lead was subsequently explanted.